Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2013, to report that beginning on (B)(6) 2013, the patient experienced redness and irritation under the patch and sensor insertion site, yellow pus formed, and unknown moisture under the sensor developed. The patient's mother reported that the sensor was removed on (B)(6) /2013 due to the pain. The device was used on a pediatric patient and inserted in the arm. Both the patient population and the site of insertion are outside of the approved labeling for the device. The patient's mother consulted with an endocrinologist about the skin reaction. The physician referred the patient to a pediatrician for evaluation. At the time of her call to technical support, patient reported having irritation but feeling okay.